Event description:
Customer reporting false negative reactions on provue with a cap sample known to contain anti-fya to the (B)(6) resolve panel a lot# vra216.

Manufacturer narrative:
On (B)(6) 2015 and (B)(6) 2015 an ocd field engineer visited the customer site. Fe contacted second level support for assistance. After troubleshooting, second level support requested the fe to verify the tube diameter setting. The log shows that the provue identified the sample tube diameter as 15 mm and another time as 12 mm. If the tube diameter is not correctly identified this could have an impact on the aspiration of the sample. From the logs, it was observed that tube was initially identified as 12mm and user manually changed to 15mm. Due to the diameter of the tube being changed, not enough sample is aspirated, as a result, sample may not be dispensed to the first few wells resulting in the unexpected volume error "~". In these cases, cards are coming to service rack for review as expected. Fe configured "fixed tube" setting to 12mm and had customer repeat the cap survey sample and stated that results were as expected. Fe also completed the provue 30 month pm according to the current pm checklist, replaced parts as needed. Fe performed all necessary adjustments and alignments, created a new reference image and ran all 18 was diagnostics tests and passed. The investigation determined that the most likely root cause of this event was user error related.